Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize an ECG signal) was confirmed. Upon evaluation, the belt recetacle was pulled from the monitor case, damaging internal wires. The cause of the inability to recognize an ECG signal is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not recognize an ECG signal.